Manufacturer narrative:
Analysis of programmer, model nke159367n, showed that the connector pins on the antenna jack caused the telemetry issues. The malfunctioning connector pins were resoldered. The bottom case was replaced because one of the connection pins pulled out when the telemetry board was removed.

Event description:
It was reported that the pt's implantable neurostimulator turned off when the pt attempted to increase or decrease the stimulation using the programmer. No info was provided related to the pt's outcome.

Manufacturer narrative:
(B)(4).